Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is november 11, 1996.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low impedance (<200 ohms). The impedance measurements have been trending down since the implantation of the patient&#38112;current device. The patient is not dependent and was to be brought in for further testing. Additional information was sought regarding the testing results. The local field representative did not have any information to provide. There have been no adverse patient effects. The lead remains in service.